Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported a fresenius 2008k2 machine was unable to turn on prior to a patient being connected. Upon follow up, it was reported that the service technician found a burnt fuse in the power source. The fuse was replaced and the system was tested. It was confirmed that the machine returned to service and that no sample parts were available for return.